Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found that the surface of the distal pulley had scratches. No other damage was found.

Event description:
It was reported that during a da vinci myomectomy procedure, the wire on the prograsp forceps instrument broke, rendering the instrument unusable. No missing or fallen pieces were reported. The planned surgical procedure was completed with a replacement instrument. No missing or fallen pieces were reported.